Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information. The other 3 perclose proglide devices are being filed in separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). The customer reported that the device was discarded; the return of the device may have assisted in the investigation of the reported event. Suture break as reported can be influenced by, but not limited to, manufacturing, user technique and/or patient anatomical conditions. During manufacturing, devices are visually inspected and a sampling of finished devices is destructively tested to verify the functionality of the device. The lot history record for this product was not reviewed and a query of the complaint database was not performed because the lot number was not reported. Based on the reported information and the inspection criteria a definitive cause of suture break and associated patient effects could not be determined. Indication of a product quality problem cannot be determined.

Event description:
It was reported that a physician attempted placement of the proglide suture using the pre-close technique prior to an interventional procedure in the right and left common femoral arteries. Reportedly, a suture break occurred. A second proglide device was attempted with the same results. Following the interventinal procedure, the devices were removed and a cut down was done to achieve hemostasis. After placement of the suture using the pre-close technique the sheath was upsized from a 6fr to an 18fr. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the proglide device. No additional information was provided.